Manufacturer narrative:
(B)(4). The device was manufactured november 13, 2014 -november 14, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a two day infusor did not fully infuse during infusion. The reporter stated that the device had been connected to the patient for 49 hours. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.